Event description:
It was reported that the customer experienced a high blood glucose (bg) however, a specific value was not provided. The cause of the elevated bg was unknown. Customer administered manual injections to address bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.